Event description:
Patient underwent an evlt procedure on (B)(6) 2005 to the right greater saphenous vein for saphenofemoral reflux. Patient returned on (B)(6) 2005 for a one week post procedure check and ultrasound and was found to have approximately 20cm fragment of introducer sheath in the mid to distal right greater saphenous vein.